Event description:
It was reported that low impedance due to an insulation break was observed for the rv lead. The lead was capped and replaced. No patient complications were reported as a result of this incident.